Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 454 mg/dl. The customer reverted to manual injections to treat. The customer reported symptoms of nausea, dry mouth, and frequent urination. The customer performed troubleshooting and found small air bubbles in the tubing and a slightly bent cannula. The customer was sent tubing clamps and was advised to call back to perform the high pressure test. Nothing was returned for analysis.